Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: occasional horizontal stripes. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to liquid immersion in the light guide plug section, which led to the scope communication error (error b30), and that the image with occasional horizontal stripes was due to corroded contacts of the universal cord cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (error b30). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated field: h2, h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.